Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient (B)(4).

Event description:
The consumer reported that the device was replaced in (B)(6) 2011 "because of a problem," but the patient did not know why nor could he recall what the problem was. A doctor went in and fixed it. Whatever they did, it started working better. It was noted that the patient had a history of post lumbar laminectomy syndrome, postlaminectomy pain, and spinal pain.